Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the insulin gauge was inaccurate. After reloading the cartridge, a cartridge alarm occurred (cartridge alarm 1). Customer's blood glucose was 344 mg/dl. Reportedly, customer loaded a new cartridge successfully and received and accurate fill estimate.